Event description:
Reportedly, when an attempt was made to charge the defibrillator, the device displayed connect electrodes. The patient was not resuscitated. The facility stated patient care was not adversely affected by the reported discrepancy, as therapy was not significantly interrupted.